Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that there was difficulty removing air from the system. A 33 mm watchman laa closure device & delivery system was selected; however during preparation there was difficulty de-airing the system. All the connections were tightened and air still entered the system while submerged in water and aspirated with syringe. This device did not enter the patient's body. The procedure was completed with another of the same device.